Event description:
The complainant reported that during clinical use of an automated impella controller (aic), intermittent connectivity issues were observed with impella connect. The controller was reported to connect to the system and subsequently disconnect, then reconnect intermittently. A separate impella cp device was also involved in the procedure; however, that device was not utilized due to priming issues, and a separate MDR has been submitted for that event. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This initial MDR is being submitted based on information identified upon completion of the product investigation. At the time the complaint was initially received, the event was not determined to be reportable. Upon completion of the investigation, the findings and associated analysis code resulted in a reportable determination. Investigation summary: reported intermittent connection of rl06108 to the cloud and wi-fi was due to the hospital network. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.